Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an outpatient diagnostic procedure. It was reported that the insertion of the device went without difficulty. The needles and sutures were deployed. When removing the device from the artery, it was noted that the device was in two pieces and the sheath was broken off at the foot pocket. The patient was discharged 1-2 days post-operatively. There were no reports of further adverse patient sequelae.